Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect and the high voltage cables and the batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display video at the workstation. No patient injury was reported.